Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. There were no programming changes made. No patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of sensing noise and pacing issue were not confirmed. A complete lead was returned in one piece. Visual inspection, x-ray examination and electrical testing of the lead found no anomalies.

Event description:
New information received noted that the patient's right atrial (ra) lead was explanted and replaced. The patient was stable throughout the procedure.